Event description:
The device was used during a bowel resection. Reportedly, the generator box kept going into a mechanical fault. The procedure was converted to an open case because the hospital did not have another unit to complete the case. The hospital has reported no injury to the patient.